Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated multiple occurrences of ua07, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering up, confirming the reported complaint. The load cell characterization check revealed an overreporting load cell, and it was replaced to address the reported complaint. Upon replacing the defective load cell 2, the load cell characterization results indicated that both load cells function within specification. The platform was tested using the test manikin until the battery was completely discharged, with no faults or errors detected. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse platform (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) error. The customer attempted to clear the ua; however, it persisted. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.